Event description:
Customer states has been dosing glucophage for high blood glucose readings received on device. The customer has been having adverse reactions. States has been getting results between 200- 300 mg/dl and dosing 1000mg of glucophage. Within 45 minutes falls asleep for up to 16 hours in coma like state. The customer went to the dr and had a fasting lab comparison performed. The lab result was 130mg/dl and the device results were 277, 271mg/dl. A request was made for the return of the suspect device and replacement product was sent.